Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was caused by a faulty monitor. The monitor was replaced. The replaced monitor was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. The part was returned to the manufacturer for analysis. The part was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that the surgeon monitor was flickering. No patient was present during the time of the reported incident.